Event description:
It was reported that during a unknown procedure, the clips scissored three times, another device was opened and used without further incident. No pt consequence. One device returning.